Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 7208928 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that leakage occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, (6 of 12). "It was reported "blood in the syringe stopper."